Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Literature: goodfellow, john w & o¿connor, john (1986) clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis. Clinical orthopaedics and related research. Number 205; 21-41. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint(B)(4).

Event description:
Information was received based on review of a journal article entitled, "clinical results of the oxford knee: surface arthroplasty of the tibiofemoral joint with a meniscal bearing prosthesis". The article addresses that during five (5) procedures, the attachment of the anterior cruciate ligament was accidentally avulsed from the tibia during the course of the operation and reattached during surgery with a screw with no further issues. There has been no further information provided and the patients outcome is unknown.